Event description:
While treating a pt with the model 3100a, the user reported hearing a vibrating loud pitched whistling noise coming from the limit valve on the pt circuit. The pt was placed on another type of ventilator without compromise.